Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. On (B)(6) 2017, the lead was capped and replaced. The patient was in good condition.